Event description:
It was reported that bd nsyte autog bc blood control feature did not work. The following information was provided by the initial reporter: "I ordered two boxes of your blood controlled catheters (20g x1" and 22g x 1") from your company and I recently used them for the first time on (B)(6) 2025. Unfortunately, the catheters were not working as expected. Blood leaked from all of the catheters used to start ivs which caused blood to leak out on surfaces and put me and my nurse at risk for blood exposure. I'm so disappointed that these supplies didn't work as advertised." Since submitting the complaint, the customer has confirmed the following: blood leakage occurred in each case, but the exact amount of blood loss is unknown. No additional adverse effects to the patients were reported. Additional information received on 18jun2025. 11 patients affected by 382534. Yes, all catheters were used on sunday, (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4260454. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4260454. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.